Manufacturer narrative:
Date of event- unknown. Expiration date - unknown due to unknown lot number. UDI - not required for the reported product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. 510(k): k923607 and k926214. The actual device was not returned for evaluation. Reproductive testing was performed on a current guidewire sample. It was inserted into a metal needle and withdrawn from it in the manner of the guidewire sample having contact with the metal needle. The urethane coating was sheared off from the guidewire sample. Magnifying inspection of the sheared section of the urethane outer layer found that its surface was in the smooth state as if it had been cut with a cutting tool with the presence of a semi-circumferential groove noted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. IFU states: do not manipulate or withdraw the guide wire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Based on the provided information and investigation results, it is likely that the actual sample may have been withdrawn through a metallic needle in the manner of it having contact with the metallic needle, resulting in shearing of the urethane outer layer. However, with no return of the actual sample, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the user inserted a metal puncture needle into the patient's vessel together with a terumo guidewire to identify the track, during a pacemaker implantation case. The user suspected a guide wire polymer jacket peel off incident. The user removed the guidewire afterward and finished the procedure successfully. At the end of the procedure, their lab technician noticed a filament like object at the diaphragm area. The patient did not feel any discomfort and was sent to have a CT scan for further investigation. A foreign object was confirmed, and was suspected that it might be a metallic wire fragment. Neither further diagnostic nor surgical procedure was done. The patient was discharged afterward. The patient was reported to be stable without any reported problem.